Event description:
It was reported that during service and repair pre-testing the attachment device was experiencing "high temperature". This event is not related to a surgical procedure. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device.  A functional assessment revealed that the device was heating up.  Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be normal wear from use and servicing.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.